Event description:
Revision surgery - the patient's first surgery took place on (B)(6) 2010. However in (B)(6) 2010, she had a revision surgery due to an infection and the doctor removed all of the djo implants. No reps were present during that case. On (B)(6) 2011, the doctor implanted our lima stem and lima proximal body and head. In additional, she used a stryker's acetabular shell.